Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was intact without visible damage. All of the keypad buttons had intermittent response when pressed. None of the keypad buttons had normal spring back or click. The keypad was removed for investigation and revealed contamination under all the contact buttons.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that the keypad buttons were sticking and did not always respond to button presses. The patient reportedly cleaned the pump using a wet paper towel. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.